Event description:
Pt revised because of loosening tibial component.

Manufacturer narrative:
Eval was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports for the mfg lot. The investigation could not verify or draw any conclusions about the root cause of the reported device loosening; however, provided info stated the pt bone quality may be a contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Should add'l info be rec'd the investigation will be reopened. Depuy considers the investigation closed.